Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer's husband reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. At 2pm, the customer's blood glucose was at 508 mg/dl. The customer changed her infusion set and was at 248 mg/dl. At 8pm, the pump went off no delivery. The customer tried 4 times to rewind/prime and received no delivery. By 9:45pm, the customer's blood glucose reading was 486 mg/dl. The customer took a syringe injection to get back down. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed all functional testing, including idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No excessive no delivery alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.